Event description:
It was reported by a customer on (B)(6) 2011, the laser system crystal was burnt in the dead middle. Per the customer, no issues could be found with the rod or optics. The crystal was replaced and received good power at low current. After the alignment was completed and checked, the laser in customer mode, the crystal was burnt in the middle also.